Manufacturer narrative:
Additional manufacturer narrative: patient identifier.

Manufacturer narrative:
Additional manufacturer narrative: examination of the returned device revealed the following: the gore® viabahn® endoprosthesis was returned with the guidewire which was not evaluated as it is not a gore device; only the endoprosthesis and a portion of deployment line were returned; the deployment line was connected to the endoprosthesis and measured 21.7 cm; the deployment line appeared to have broken fibers along its length; the deployment line connected to the endoprosthesis was broken and had two knot rows for about 2 cm; the endoprosthesis was partially expanded; the endoprosthesis was partially constrained by the inner braided constraining line at 1.7 cm from scalloped end; in addition, 0.5 cm of the scalloped end was still constrained by one layer of braided constraining line; approximately 1 stent row of the endoprosthesis was torn from the graft at 2.3 cm from straight end and there is tearing of the body tape; there was a broken wire in the same stent row; deployment was not able to be continued with traction of the deployment line at the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The investigation is ongoing.

Event description:
The following was reported to gore from the doctor: the patient presented for a fistula procedure. During the case, the gore® viabahn® endoprosthesis hung up mid-way through the deployment and failed to entirely deploy. The device was removed.